Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the cutter did not work properly. "It turned outside of the patient but blocked in-situ." No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.